Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose readings of 248 mg/dl and later 256 mg/dl after announcing and consuming breakfast totaling approximately 30 grams of carbohydrates; device data indicated insulin delivery was occurring and glucose was trending down. Symptoms included elevated blood glucose without reported injury. Outcomes included no hospitalization or medical intervention beyond routine troubleshooting and education. Investigation included review of device data confirming insulin delivery and user-reported meal announcement and intake. Investigation of this case revealed no device malfunction identified, with hyperglycemia of unclear cause given non¿sugar-free yogurt and meal composition despite announced carbohydrates and active insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.